Event description:
The physician entered via arteria brachialis. The target vessel was the obtuse marginal (om) branch of the left coronary artery. The pt, however, had a deformed shoulder (chest?). The physician tried to cross pressurewire sensor but the bend of the om vessel was sharp. Removing the connector from pressurewire sensor did not make any difference. The angiocatheter was exchanged by a guiding catheter. After re-equalizing, no pressure value could be obtained. The physician exchanged pressurewire sensor with another from the same lot. A new attempt was made but pressurewire sensor broke 30cm from the tip when located between the #11 and #13 branches of the om artery. The physician indicates that he did not try to enter om branch #12. The broken pressurewire sensor was removed together with the catheter by the aid of a balloon which helped push pressurewire sensor against the inner wall of the guiding catheter.